Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The pt was hospitalized for high vad flows, which was due to inflow valve regurgitation. An aplex device was inserted, without success. The pt was then taken to surgery where the surgeon surgically closed the aortic valve. The pt remained on lvad support for another month, and then received a heart transplant in 2004.

Manufacturer narrative:
The device is scheduled to be returned to the MFR for analysis; however, the device has not been returned to date. No further info is available at this time.